Event description:
The brainlab adapter, that was mounted to the surgeon's instrument to fixate the reference array used for image guided surgery broke during the surgery and a piece fell into the patient's hip joint. The piece was found and removed during the same surgery, there was no negative outcome for the patient reported.

Manufacturer narrative:
Despite the hospital's report no negative outcome for the patient, a risk to patient health could not be excluded for this specific case. There is no indication of a general quality or performance issue with the brainlab device or with this specific device for the intended use. Accordingly there are no remedial actions intended by brainlab at this point of time.